Manufacturer narrative:
D10 concomitant product: sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot number: n5f1934y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pediatric appendectomy, the reload fired but failed to straighten after deployment, resulting in the trocar dislodging from the patient upon removal. The case was continued as the stapler was removed in the articulated stuck position and pulled the trocar out of the pediatric patient to remove the stapler after completing firing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pediatric appendectomy, the reload fired but failed to straighten after deployment, resulting in the trocar dislodging from the patient upon removal. The case was continued as the stapler was removed in the articulated stuck position and pulled the trocar out of the pediatric patient to remove the stapler after completing firing. There was no patient injury.